Event description:
It was reported that the patient experienced diaphragmatic stimulation and a racing heart at random times and also every morning around between 2:00 and 2:30 which wakes them up. The left ventricular (lv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).